Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was did not have effective therapy from their left lead. Surgical intervention was undertaken on (B)(6) 2025 where an additional lead was implanted. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.